Event description:
It was reported the system had a corrupt files on hard drive, recurring issue. This error may cause the system to lock up or not to boot. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and the gpos were installed during the service call. The system was tested and found to be working as intended and put back into service.